Manufacturer narrative:
The reported lot number 201602511 does not a match to the lighttrail devices lot numbers; therefore, the manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. Reported event of fiber tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 24, 2016 that a lighttrail 270um single use laser fiber was used during a laser lithotripsy of renal calculus performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga xl 50 w holmium laser. According to the complainant, during the procedure and inside the patient, the scope was deflected nearly 180 degrees to reach the stone situated in the lower pole of the kidney. While lasering the stone, the fiber tip detached and was left inside the kidney. The patient will be brought back to remove the broken piece of fiber from the kidney. The procedure was completed with the same lighttrail 270um single use laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.